Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that on opening the package, the protector and the lead were found not fixed at the edge of the lead. The lead was replaced in case. No patient complications have been reported as a result of this event.